Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked insulin. The customer's blood glucose level was 200 mg/dl. In addition, it was reported that the cartridge pigtail had a slit and was damaged. The customer changed the cartridge to resolve the issue.